Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, FDA notified?. Additional information: device available for eval?, returned to manufacturer on, report source, report source other, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of heparin. The heparin (50units/ml 500ml bag) was intended to infuse at a rate of 24.48ml/hour with a total volume to be infused of 500ml. The customer indicated that a broken internal platen led to infusing 440ml over 60 minutes. Following the event, the patient's heparin anti-xa critical value was "greater than 1.09 int unit/ml". There was no patient harm. Received a copy of the customer's medwatch report from FDA which states, "heparin drip was able to free flow into patient due to broken platen."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of heparin. The heparin (50units/ml 500ml bag) was intended to infuse at a rate of 24.48ml/hour with a total volume to be infused of 500ml. The customer indicated that a broken internal platen led to infusing 440ml over 60 minutes. Following the event, the patient's heparin anti-xa critical value was "greater than 1.09 int unit/ml". There was no patient harm.